Manufacturer narrative:
Patient information is unknown. Unknown date in 2017. 510k: this report is for an unknown radial stem/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown. Unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an explantation of radial head prosthesis was performed due to loosening. This report is for an unknown radial stem. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the removal surgery was successful. The device was initially implanted (B)(6) 2016 and explanted (B)(6) 2017.

Manufacturer narrative:
A device history record (DHR) review was performed for part #: 04.402.008s, lot#: 7846017 (sterile) - 8mm ti straight radial stem 28mm-sterile, quantity 24: manufacturing location: supplier (B)(4). Packaged by: (B)(4), manufacturing date: 29-apr-2015, expiration date: 30-apr-2020: inspection sheet for incoming final inspection meets specification. Raw material lot number part: 21014, lot: 7557656 reviewed. Raw material for titanium provided by avalign company. Avalign product certification meets specification. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The review of the x-ray confirmed the stem loosening. On 30 december 2016 synthes (B)(4) has initiated a voluntary medical device removal (recall) of the depuy synthes radial head prosthesis system due to the possibility that the radial stem may loosen post-operatively at the stem bone interface. Any related investigations and assessment of the risks associated with this system will be covered under fsn/recall# 555531 and (B)(4) investigations. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 8mm ti straight radial stem 28mm-sterile.